Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture in the cartridge compartment. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: a review of the pump data indicated replace battery alarms in alarm history. The black box showed voltage was not low at time of replace battery alarms. During investigation, the pump current draws measured within specifications. Unrelated to the complaint, the pump case was removed and evidence of moisture damage was found on the printed circuit board. A leak test revealed a leak at the punctured bolus button. The complaint of a battery life issue was not duplicated during investigation.